Manufacturer narrative:
Concomitant medical products: product ID 3987a60, lot# n245965, implanted: (B)(6) 2013, product type: lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient has been recharging the implantable neurostimulator (ins) and the battery level currently showed about ¾ full with all coupling boxes, but the patient was not feeling any stimulation sensation at all. It was noted that the patient checked the stimulation on/off icon on the recharger and stated it was off. The patient pressed the stimulation on button and could now see the stimulation on icon and could feel stimulation sensation again. The patient stated that last night she was knocked down by a horse and took quite a fall. The patient wondered if this ¿could have damaged one of her wires.¿ it was noted that the patient was redirected to the healthcare professional (hcp).